Manufacturer narrative:
Investigation: after visual analysis of the sample it can be observed that inside the package contains a cardboard fragment, as customer report. Although no record of foreign matter has been found in the analysis of batch history and qn history. According to sample analysis it can see that it was a black particle stuck in the needle, a probable root cause for the claimed defect would be loose particles near the machine belt before the furnace.

Event description:
It was reported that prior to use foreign matter was discovered with a bd scalp 23g. The following information was provided by the initial reporter, translated from portuguese to english: foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd scalp 23g. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter.